Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to leak in the cuff which caused the cuff to no longer work. No patient complications were reported.